Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) underwent a revision procedure to replace their chronic right ventricular (rv) lead. This rv lead was attempted, however high out of range shock impedance measurements were observed with the new lead and chronic device. The physician opted to replace the chronic ICD. A new device was connected to the chronic rv lead and impedance measurements were then within normal range. The chronic ICD was explanted and this newly implanted rv lead was also extracted prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--